Event description:
A surgeon reported a patient with worsening eyesight who had an intraocular (iol) lens implant approximately nine years ago. The surgeon suspects glistenings. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable tot he manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested but none has been received. (B)(4).